Event description:
It was reported that dislodgement was observed on the right ventricular lead. The lead was explanted and replaced. The procedure finished with no complications and no patient consequences.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.